Event description:
It was reported that the device had caused the patient difficulties since implant. The patient woke up in the middle of the medical procedure. The patient has also had diarrhea since implant. The device had been reprogrammed but it did not help. The patient had not used the device in a year and had only recharged it 3 times since turning it off. Since implant, it did not stimulate the proper area. The patient was wondering if it could be removed. The patient did not have a device physician. It was further reported that the patient was going to have the device out but was having insurance issues. The patient was "supposed" to have surgery the following week but was working on insurance issues. It was further reported that it was unknown if the patient had received 50% reduction in pain. The explant was scheduled for 2014 (B)(6) by the physician that implanted it. The cause was not determined. No troubleshooting had been done. The patients status as of 2014 (B)(6) was unknown. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).